Event description:
It was reported that during an unknown procedure, that the clips are delivered crossed. Another device used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.